Event description:
On event date, the st. Jude medical representative was unable to interrogate the ICD. X-rays were taken to confirm the correct position of the device and multiple positions were attempted with the wand. The rep noticed on x-ray that the ICD lead looked twisted by the header. The pateint stated that they could filp the ICD in the pocket. The decision was made to attempt to interrogate the ICD the next day, if unsuccessful, the ICD would be explanted. At explant the lead would also be tested. One day after event date, the ICD was still unable to be interrogated. Upon explant, the leads were tested and found to be satisfactory. The ICD was explanted and will be returned for analysis.